Manufacturer narrative:
The bun reagent lot number was 712505. The alt reagent lot number was 710108. The glucose reagent lot number was 711466. The expiration dates were not provided. The field service engineer found a hole in the rinse tubing that was causing drips into the cuvettes. He removed the section of the tubing with the hole and adjusted the rinse tubing nozzle. He confirmed the rinse levels and successfully performed a hardware check and assay performance check. As qc recovery was within 2sd, there was no indication of a performance issue with the reagent. There were multiple abnormal aspiration alarms noted on the date of the event near the time the sample was processed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module. The initial bun result was 3.4 mg/dl and the repeat result was 24.2 mg/dl. The initial alt result was 33.3 u/l and the repeat result was 46.1 u/l. The initial glucose result was 224.6 mg/dl and the repeat result was 102.2 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.